Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 06/06/2018 stating that this lead was exhibiting an out of range shocking impedance. The following physician was dr. (B)(6) at (B)(6) sarasota in (B)(6), fl. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).